Event description:
Pt underwent resectiion of large abdominal aortic aneurysm in 2000, with placement of gelseal aortic iliac graft. Presented to emergency in 2000 with history of falling (previous emergency visit in 2000 as a result of fall) and complaints of abdominal pain. CT revealed free fluid in abdomen. Taken to surgery in 2000. Found 900cc of blood in peritoneal cavity. Previous aneurysm wall opened and 250cc of old clot removed. Small with thrombus plug located approximately 3cm below proximal anastomosis. Rent repaired with two interrupted sutures of 4-0 prolene. Pt remained in hosp as of 2000.